Manufacturer narrative:
Additional information was received that the pocket revision procedure was cancelled because the patient was able to charge his ipg. No further course of action.

Event description:
A report was received that the patient was experiencing difficulty charging the ipg. The patient will undergo a pocket revision procedure.

Manufacturer narrative:
Other # field is populated with the di number.

Event description:
A report was received that the patient was experiencing difficulty charging the ipg. The patient will undergo a pocket revision procedure.